Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost weight and his ipg site had become uncomfortable. The pt underwent surgery on (B)(6) 2013. The physician decided to explant and replace the ipg, and the ipg site was relocated.